Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported an elevated blood glucose (bg) level of 518 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that the customer would change their infusion set.